Manufacturer narrative:
(B)(4). S/w version = 4.11j retainer ring - black customer returned pump for an alleged cosmetic damage located at the display window found on (B)(6) 2021. Pump error 37 occurred during the rewind test. Unable to perform the displacement test, self test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. Pump error 37 occurred during testing and noted in the pump download history on (B)(6) 2021 at 18:00. The electronic assemblies and motor assemblies were inspected and moisture damage as noted on the motor home switch. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, missing display window/cover, and minor scratches on lcd window. In summary customers alleged cosmetic damage located at the display window was confirmed by visual inspection where a missing display window was noted. Additionally, pump error 37 occurred during testing due to moisture damage found on the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and had cosmetic damaged. The retainer ring had no damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.